Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 48 mg/dl. Customer treated with food. Customer was hospitalized for low blood glucose. Customer was wearing insulin pump at the time of hospitalization. Customer was not sure if the drive support cap was protruded, loose, sticking out or flushed. The insulin pump was not returned for analysis.